Event description:
On 06/22/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-100 flipcutter blade broke when it was rotated during the creation of the femoral bone hole. All broken pieces have been removed from the body. This case was completed by using another product of same product number. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, specifically mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during the use.